Manufacturer narrative:
Lot number: unknown. Device available for evaluation: information provided indicates that the device is available for evaluation but has yet been received by the manufacturer. Occupation: distributor inventory manager. Device evaluation: evaluation anticipated but device has not been received by the manufacturer. A follow-up report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed by on (B)(6) 2020, utilizing the reform pedicle screw system. While tightening a locking cap, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was drilled out of the locking cap with an am8 diamond tipped burr. There was no patient injury but, there was fifteen minute delay to the procedure as a result of the reported issues.

Manufacturer narrative:
H3 device evaluation: the tip of the driver was examined with the aid of a 5x loop. The tip fracture is multi-planar with the fracture skewed relative to the driver's longitudinal axis. The cause for the failure is unknown as is the usage history of the device. Potential causes include high torsion loading or high torsion loading combined with bending moments. It is not known if the driver usage was with a counter torque wrench during his procedure which could mitigate bending moments, and/or if prior high loading application with or without a counter torque wrench contributed to the observed failure. Review of device history records found nineteen (19) pieces of this lot were released for distribution on 8/30/2017 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for the reported part number. No corrective actions are being recommended.

Event description:
It was reported that a procedure was performed by on (B)(6) 2020, utilizing the reform pedicle screw system. While tightening a locking cap, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was drilled out of the locking cap with an am8 diamond tipped burr. There was no patient injury but, there was fifteen minute delay to the procedure as a result of the reported issues.